Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found to be operating as expected. Mmdg was able to confirm via the pump history that it did shut down, but the pump also was observed to alarm "low battery" and "empty battery" before any shut down occurred. No device problem could be confirmed during the pump investigation. This report is being filed for the sixteen hour delay that the initial reporter disclosed during a follow up call from mmdg.

Event description:
The initial reporter stated that the pump battery was not lasting more than twelve hours. They stated that they changed the batteries before they went to bed and when they checked the pump the next morning that it was alarming, with a blank screen. Mmdg followed up with the initial reporter, who stated that this resulted in the patient going without their milrinone infusion for sixteen hours, but that the patient was fine and had no adverse effects as a result of this delay. (B)(4).